Manufacturer narrative:
See related regulatory report 2029214-2020-00248. If information is provided in the future, a supplemental report will be issued.

Event description:
Mahajan a, banga v, chatterjee a, goel g. Endovascular rescue strategies for nonopening of pipeline device: report of two cases. Asian journal of neurosurgery. 2019;14(4):1240. Http://search.ebscohost.com/login.aspx?direct=true&db=edb &an=139871667&site=eds-live. Accessed march 17, 2020. Medtronic received a report through literature regarding two patients who underwent endovascular rescue strategies due to non-opening of the pipeline device. The first patient was a (B)(6)-year-old female. During the progressive deployment of pipeline, there was nonopening at its proximal end. Multiple attempts were made to open the device but the issue did not resolve. The patient continued to have raised blood pressure and bradycardia. Despite aggressive medication their pupils became dilated and fixed, with them also having persistent severe vasospasm of distal vessels. The patient died on day 2 postprocedure. The second patient was a (B)(6)-year-old female. During the progressive deployment of device, there was nonopening of the mid and proximal segment of pipeline flex which was successfully managed by intra-navien deployment of device followed by simultaneous push of marksman microcatheter and pull of navien catheter. Two rescue strategies were applied to successfully open the proximal constricted portion of pipeline flex. Vessel wall apposition of pipeline flex device was well achieved, and no balloon angioplasty was done.